Event description:
It was alleged that the bio-medical tech had prolonged exposure to "granuflo" that resulted in a "multitude of upper respiratory diseases."

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.